Manufacturer narrative:
Kort, n. P., jos j. A. M. Van raay, & horn, j. J. (2006). The oxford phase iii unicompartmental knee replacement in patients less than 60 years of age. Knee surgery, sports traumatology, arthroscopy, 15(4), 356-360. Doi:10.1007/s00167-006-0204-9. The product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
A non-obese patient was identified in the article that had malalignment of the femoral component on an unknown date after undergoing a unicompartmental knee arthroplasty. The patient had no complaints and needed no revision.